Manufacturer narrative:
Concomitant medical products: addr01, ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited suspected intermittent non capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to notify date for MDR supplemental regulatory report number 2649622-2019-14278 from the 04 sep 2019 to the 18 jul 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician suspected the patient's syncope was not related to the ipg and instead was suspected to be due to blood pressure based issues.